Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases found one other complaint detailing lot number 2494817 for loosening due to medial acetabular wall fracture. The root cause was undetermined and no corrective action was taken due to insufficient information. Lot code 2540140 found no other complaints since its release to distribution. Product/lot code 999890246/2558660 appears to find no feedback to any of the investigation stages and it is suspected that the reported lot number is inaccurate. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.

Event description:
The report states: the pt was revised to address pain.